Event description:
Three hundred forty-five monitored at/af episodes, most recent ongoing since (B)(6) 2024. Intermittent atrial under-sensing observed on these episodes, leading to early termination of episode collection. Ddir mode. Not affecting device function. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).